Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value of 520 mg/dl at the time of the incident. The customer's current blood glucose was 126 mg/dl. The customer was admitted to hospital on (B)(6) 2023. The customer reported increased thirst and confusion as symptoms. No further patient complications were reported. Troubleshooting was performed and found that the auto mode feature was inactive at the time of the reported high blood glucose event. It was unknown whether the customer was using the insulin pump system within 48 hours. The customer will discontinue to use the insulin pump and the insulin pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:26:34.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 05:55:54.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 05:56:58.000 alarm alert notification fault number = no delivery (7) during bolus delivery. (B)(6) 2023 13:55:18.000 alarm alert notification fault number = no delivery (7) during prime/basal delivery. (B)(6) 2023 13:56:11.000 alarm alert notification fault number = no delivery (7) during prime/basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:27:54.000 and (B)(6) 2023 19:38:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:38:23.000 and (B)(6) 2023 19:38:34.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:38:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes on (B)(6) 2023 19:27:54.000 and (B)(6) 2023 19:38:00.000. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.